Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 20 mg/ml dilaudid at a dose of 3.203 mg/day via an implantable infusion pump for spinal pain. It was reported that on an unknown date, during normal use the patient had a lack of pain relief for the past month. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. As a diagnostics, it was discovered that the catheter could not be aspirated. As an intervention, the catheter was replaced. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a manufacturer's representative (rep). It was reported that the pump was not replaced. In regards to the 0.01 ml prime, this is a troubleshooting that this doctor does. Instead of taking a picture of the rollers, the doctor does a 0.01 ml prime with the pump on the back table to see if fluid comes out to test the pump. This back table prime was done twice with no fluid coming out. Rep reviewed that the 0.01ml volume was not enough to make the fluid come out of the pump. So a 0.1 ml prime was suggested which did in fact produce fluid coming out of the pump. The pump was put back in the pocket and connected. There were no problems with the pump. The patient has had more pain this past month.